Event description:
It was reported that the patient underwent a gynecological procedure to treat stress and pelvic organ prolapse on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2012 . No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2007 to treat vaginal prolapse with cystocele, rectocele, enterocele and a mesh was implanted. Concomitantly the patient underwent a total abdominal hysterectomy/bilateral salpingo-oophorectomy, abdominal sacral colpopexy, burch procedure, abdominal enterocele repair. It is also reported that on (B)(6) 2007 the patient undergone a gynecological procedure to treat stress urinary incontinence and bio arch sling , american medical system was implanted it was reported that patient underwent excision of bio arch sling (ams) on (B)(6) 2009 due to sling erosion and the patient underwent a cystoscopy for removal/revision on (B)(6) 2012 due to erosion. Outcomes reported as pain, erosion, recurrence, bleeding, urinary problems, and organ perforation. No further information provided. (B)(4) - undefined recurrence; urinary problem; organ perforation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent cystoscopy, and holmium laser removal of bladder stone and foreign body on (B)(6) 2011.